Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed that the calibration and quality controls were valid when the samples were run and that they reported abnormal assay results because they were consistent with the patient's history. Siemens reviewed the result monitor flagging and identified a potential issue with the reagent (r1) probe. The customer performed troubleshooting and maintenance on the reagent probes. A prime was performed on the probes, and an auto-align was completed on the reagent (r1, r2), sample (s1), and integrated multisensor technology (imt) probes. The dimension vista 500 instrument was verified with quality control (qc) testing, and the customer noted the urea nitrogen (bun) qc results were abnormal. Additional troubleshooting was performed, including replacing and checking the r1 probe. The customer performed testing and noted that bun qc was in range. The customer conducted a bun study and indicated that samples recovered normal and without an abnormal assay flag. The issue was resolved by the customer and by completing probe maintenances. Siemens performed a follow-up and dispatched a customer service engineer (cse) to the customer site. The cse verified the performance of the instrument and noted the imt failed. The cse replaced the imt mixer, ran a quick check, and noted that qc was acceptable. The customer informed that no other assay(s) were affected. The instrument is operating as specified, and no further evaluation of the device was required. As per the dimension vista system operator's guide, an abnormal assay is an error flag produced by the dimension vista 500 instrument and apparent to the operator. The error flag indicates that the result cannot be reported, and the operator needs to rerun the sample.

Event description:
The customer notified siemens of discordant urea nitrogen (bun) results obtained for patient samples on a dimension vista 500 instrument. Siemens is informed that the customer reported patient results when the instrument produced results with abnormal assay flags and above the reference range. The customer noted that the same patient samples were tested on an alternate dimension vista instrument and that repeat results were consistent with the patient's history. The customer considered the repeat results to be correct and issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bun results.